Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
It was reported that the unit turns itself on and would not power back off. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that they have replaced the power switch overlay and power management (pm) board; however, the issue persisted. The technician instructed the customer to try to resolve the issue with only the ac power connected. The issue still remained. The customer had to remove all power for the unit to power off. The battery and ac were then reconnected and the unit powered on by itself again. The technician recommended that the customer replace the user interface (ui) printed circuit board assembly (pcba) and if the issue persists, to replace the central processing unit (cpu) board. The customer reported that replacing the ui board resolved this issue. The unit was returned to service.